Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated, unknown type and size balloon. The physician attempted to place a taxus express2 4.0x20 mm drug eluting stent in an unknown vessel, but was unable to cross the lesion. The stent dislodged and migrated in the femoral artery. Attempts to retrieve the stent with a lasso were unsuccessful. The procedure was completed with a liberte' 3.5x16 mm bare metal stent. No patient complications were reported. Additional information regarding this event has been requested.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.